Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed from a solution set. The customer stated that the device was leaking from a cracked filter and that the leak was coming from the seam of the filter. It only leaked when the filter was horizontal but it would stop when it was vertical. The chemotherapy drug being infused at the time was etoposide. The leak occurred during infusion. There was no patient injury or medical intervention associated with this event. No additional information was available.